Event description:
It was reported that the pump had migrated 2-3 inches down and to the side. The patient was not certain when it had migrated but thought it might had been sometime in 2013. The patient wanted to find another physician that would have the ability to take the pain pump out. (No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information)

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).